Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the cuff of a tracheostomy tube was malformed. Medtronic is requesting additional information about remedial action and the customer facility contact information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One sample was returned for evaluation and the customer reported product event of cuff won¿t inflate was confirmed. An inflation/deflation test was performed, air was applied to the cuff and the sample was submerged into a container filled with water. A leak was observed in the main body of the cuff. The damage detected is indicative of coming into contact with a sharp utensil or object. Per directions for use, it is advised not use any sharp instruments such as forceps or hemostats that would damage the cuff when tapering it. Based on the risk analysis, no further action is required. A device history record review was performed for the associated lot, and all records indicated that the product was released accomplishing all quality requirements. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.